Event description:
Per the clinic, the patient developed an infection at the implant site. The patient was treated with oral and IV antibiotics, however, the issue did not resolve. The device was explanted on (B)(6) 2023, and re-implantation is planned within the next 6-12 months.